Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was used in the common bile duct to treat a malignant distal biliary obstruction during a biliary drainage procedure performed on (B)(6) 2024. During the procedure, the proximal flange of the axios stent would not deploy inside the scope channel. The axios stent was removed partially deployed on the delivery system. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the axios stent and electrocautery enhanced delivery system instructions for use (IFU) states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instruction for use (IFU).

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed and the risk of leakage post-puncture that required additional device to address the axios puncture site.

Manufacturer narrative:
Block d4: the device's expiry date was november 23, 2023. However, it was noted that the physician used the device on april 23, 2024, which was beyond its expiry date. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed and the risk of leakage post-puncture that required additional device to address the axios puncture site.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was used in the common bile duct to treat a malignant distal biliary obstruction during a biliary drainage procedure performed on (B)(6) 2024. During the procedure, the proximal flange of the axios stent would not deploy inside the scope channel. The axios stent was removed partially deployed on the delivery system. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. However, the axios stent and electrocautery enhanced delivery system instructions for use (IFU) states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instruction for use (IFU).